Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An optometrist reported a manifest refraction that showed an "over response" for near and transient light sensitivity syndrome (tlss) one month following lasik treatment. The patient reported eyestrain and was wearing glasses until a decision was made to enhance or not. In a follow up with a center director, she indicated the patient had a planned monovision lasik treatment. The right eye was set for near. The patient was last seen on (B)(6) 2013 and reported she could see well in the distance but was having difficulty with near. She also reported that she was sensitive to light. The patient was prescribed a cyclosporine ophthalmic emulsion and a steroid topical drop. The center director also reported the patient had been prescribed the prior to the lasik surgery. The patient was wearing glasses for near, for driving and at night.